Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the distributer contacted animas, alleging that the display screen was difficult to read due to a pixel color change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: 05/21/2013 device evaluation: on examination, the lens film was discolored with dark spots which obscured the test on the display screen. On testing the display was fully functional and properly illuminated with no visible signs or fading or discoloration. The contrast setting for the display was set on ¿7¿. Investigation was unable to confirm or duplicate the complaint.